Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of blurry image was unconfirmed. The site rite 8 was visually inspected upon receipt and was found to be in good physical condition. The reported issue is unconfirmed, the image is comparable to a test scanner in house. There is no root cause as the issue as the customer is seeing could not duplicated. A history review of serial number (B)(6) showed two other similar complaints from this serial number. The previous complaint evaluations for this serial number (B)(6) were inconclusive as the unit was not returned for evaluation. Reference: MDR number 3006260740-2018-02855 and MDR number 3006260740-2020-02325.

Event description:
Per PICC rn, the unit has blurry image, nothing they do will make the blur and the fuzzy go away.

Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed two other similar complaints from this serial number. The previous complaint evaluations for this serial number (B)(4) were inconclusive as the unit was not returned for evaluation. Reference: MDR number 3006260740-2018-02855 and MDR number 3006260740-2020-02325.

Event description:
Per PICC rn, the unit has blurry image, nothing they do will make the blur and the fuzzy go away.